Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had a battery life issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: the black box showed evidence of multiple motor power supply fault alarm that were received during rewind attempts. During investigation the same alarm was received during each "rewind" attempt. There was evidence of moisture contamination inside the pump on the motor connector.

Manufacturer narrative:
Follow-up #2 date of submission 12/08/2016. Correction to serial #.